Manufacturer narrative:
Clarification to h10: disregard previous summary statement. Addition to h9: recall numbers added. This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper /mid /lower abdomen on (B)(6) 2015 using coolmax, to bra roll (back fat) on (B)(6) 2015 using coolcurve, to bra roll (back fat) on (B)(6) 2015 using coolcurve, to upper/mid/lower abdomen on (B)(6) 2015 using coolmax, to upper/mid/lower abdomen on (B)(6) 2015 using coolmax, and to upper/mid/lower abdomen on (B)(6) 2017 using coolmax advanced. The patient developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as good tissue draw, frozen solid tissue ¿butter stick". On (B)(6) 2019, the patient was assessed by a physician who diagnosed the upper/mid/lower abdomen and bra roll with paradoxical adipose hyperplasia (pah).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper /mid /lower abdomen on (B)(6) 2015 using coolmax, to bra roll (back fat) on (B)(6) 2015 using coolcurve, to bra roll (back fat) on (B)(6) 2015 using coolcurve, to upper/mid/lower abdomen on (B)(6) 2015 using coolmax, to upper/mid/lower abdomen on (B)(6) 2015 using coolmax, and to upper/mid/lower abdomen on (B)(6) 2017 using coolmax advanced. The patient developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as good tissue draw, frozen solid tissue ¿butter stick". On (B)(6) 2019, the patient was assessed by a physician who diagnosed the upper/mid/lower abdomen and bra roll with paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper / mid / lower abdomen on (B)(6) 2015 using coolmax, to bra roll (back fat) on (B)(6)2015 using coolcurve, to bra roll (back fat) on (B)(6) 2015 using coolcurve, to upper / mid / lower abdomen on (B)(6) 2015 using coolmax, to upper / mid / lower abdomen on (B)(6) 2015 using coolmax, and to upper / mid / lower abdomen on (B)(6) 2017 using coolmax advanced. The patient developed paradoxical hyperplasia (pah / ph) after treatment. Ph was described as good tissue draw, frozen solid tissue ¿butter stick". On (B)(6) 2019, the patient was assessed by a physician who diagnosed the upper / mid / lower abdomen and bra roll with paradoxical adipose hyperplasia (pah).